Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 414 mg/dl and 249 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.